Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0y6qc, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional via the manufacturers' representative reported the torque wrench poked a small hole through the inner most packaging. The packaging as a whole was still sterile. A scrub technician noticed the hole. There was no troubleshooting performed. The torque wrench from the lead was used during the full implant as precaution; only the innermost packaging was damaged. There was no surgical intervention. The issue resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins packaging ((B)(4)) found that the packaging was damaged.